Manufacturer narrative:
(B)(4). The patient experienced the peritonitis during hospitalization on an unspecified date in (B)(6) 2016. The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as due to cross contamination by hospital staff on an unknown date in the same month as and during hospitalization. The patient was initially hospitalized for another indication and reportedly did not have peritonitis at the time of going to the hospital emergency room (ER). Subsequently, on unreported dates during hospitalization, the patient experienced peritonitis and the patient began treatment for the event with unknown antibiotics, intraperitoneally (doses, frequencies, and durations were unknown). The patient was not retrained on proper aseptic technique. At the time of this report, the patient was recovering from the peritonitis event. It was not reported if dianeal therapy was ongoing. No additional information is available.